Manufacturer narrative:
Correction of device codes, h6 and describe event or problem, b5 fields. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, configured in an off label way with a lead implanted in the left bundle branch but connected to the right atrial port, was under sensing the right ventricular (rv) channel due to the programmed blanking period. Because the rv channel was undersensed pacing was provided that was not required. This pacing resulted in functional loss of capture because the heart tissue was unable to depolarize. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was undersensing the right ventricular (rv) channel due to the programmed blanking period. Because the rv channel was undersensed pacing was provided that was not required. This pacing resulted in functional loss of capture because the heart tissue was unable to depolarize. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.